Manufacturer narrative:
D10: concomitant devices are unknown. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 110 months after a right total knee replacement procedure, the patient underwent a revision procedure to address component loosening. The patient was presented with significant periprosthetic osteolysis and aseptic loosening of their right total knee arthroplasty with associated pain refractory to comprehensive nonoperative management in the setting of a recalled exactech total knee device. During the procedure there was noted severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. The femoral component was grossly loose and was easily explanted with gentle disimpaction using a round impactor. There was complete de-bonding of the component with no evidence of an implant-cement interface. Upon removal of the cement there was a large contained cavitary osteolytic defects involving the lateral and medial femoral condyles. The patellar button was inspected and determined to be loose. The tibial component remained well-fixed. Revision surgery operative notes were provided. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.